Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set packaging was reported as not sealed properly, misshaped, or sterile packaging not intact: event on (B)(6) 2026. No further information available.